Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The returned sample was evaluated. The filter displayed a detached arm at the sleeve. An additional arm appeared to be bent and out of position. Based on the information received about this event, it is unknown if patient or procedural factors may have contributed to this event. The definitive root cause is unknown.

Event description:
A patient had the filter inserted prior to gastric bypass surgery due to a strong family history of a hypercoagulable state. Two months after the surgery, the patient returned for a routine filter removal. At that time, it was noted that one of the filter's limbs was detached and located in the retroperitoneal cavity. The filter was removed. No adverse patient symptoms.